Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that the high blood glucose was not treated yet at the time of call. The customer mentioned that the reservoir had a leak after the back came out. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.